Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb was damaged and was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2 country: canada.

Event description:
It was reported that during an unknown time, they were unable to open the unit to remove the cutter/plastic. It was confirmed that the mesher and gears were not stuck. The ratchet handle was not stuck on the mesher and it was able to be removed. The handle was able to perform the up and down motion. During product evaluation, it was found that the comb was damaged. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.